Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that a dissection was identified at the distal edge of the 3.0 x 18 xience v stent in the calcified mid left anterior descending artery after deployment requiring the placement of a 2.75 x 15 xience v stent to seal the dissection. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.